Event description:
In 2009, the patient reported experiencing elevated blood glucose of over 200 mg/dl. She stated that since that time she also noticed that the piston rod of the infusion device rotates to the side of the cartridge compartment during retraction. She stated that no error messages have been displayed and the infusion device has not been dropped or exposed to water. She stated that approximately 6 weeks ago she noticed the insulin cartridge would "rattle" inside the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. She was advised to switch to her backup infusion device. The infusion device was replaced and requested to be returned for evaluation.